Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open pyloromyotomy, the patient was brought back for a second surgery because the suture broke. The event led to extended patient hospitalization.